Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. The patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed. No further information was obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 7010818.